Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins not functioning was unknown. The ins was explanted so that the patient could get a thoracic MRI. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins was not functional and had not been for 8-9 years. The rep was unable to communicate with the ins and did not know if this was due to normal end-of-service (eos). No patient complications were reported.